Manufacturer narrative:
Eval code-conclusion no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient experienced lethargy, nausea, vomiting, dizziness, and lightheadedness on (B)(6) 2014. The hospital h <(>&<)>p (historical and physical) noted the altered mental status may also have been related to metabolic encephalopathy. The event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced sedation and medication side effects. The continuous rate was decreased 17% on (B)(6) 2014. There were no diagnostic methods performed. The etiology was the medication morphine. There was no change in drug. It was possibly related to device or therapy. It was not related to the implant procedure. The outcome was noted as an ongoing event. The severity was mild. The pump was delivering morphine, bupivacaine and clonidine. Additional information reported that the therapy was suspended; a magnet was positioned over the pump on (B)(6) 2014. The severity of the event was noted to be ¿severe.¿ it was reported that this resulted in the patient being an ¿in-patient or prolonged hospitalization.¿ the outcome of the event was reported as ¿ongoing event¿. (This information was previously reported in reg report number 3004209178-2014-09821, information related to this will now be reported in this regulatory report). Additional information received reported that the patient had altered mental status and sedation on (B)(6) 2014 and severely decreased bowel function on (B)(6) 2014. A magnet was placed on the pump for the symptoms as an intervention on (B)(6) 2014. The gastroenterologist at the hospital believed the intrathecal medication caused worsening fecal impaction. The severity was reported as severe as a result of ¿in-patient or prolonged hospitalization.¿ interventions included IV narcan was given on (B)(6) 2014 and magnet was removed on (B)(6) 2014. It was later reported that the event was related to intrathecal morphine and related to device or therapy. Additional information reported that the event resolved without sequelae on (B)(6) 2014.